Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. One device was received used, not in original packaging. Decontaminated. Per visual inspection, scratched liquid crystal display (lcd) lens, peeling dso seal, and minor dents on air detector. No review of the device event/history logs was performed. Per functional testing, the reported problem was not duplicated. The device functioned as intended and met specifications. No alarms were displayed in the event history log or during the no disposable alarm test. Performed "nda" test and passed. The most probable cause was contaminated "dso" sensor causing faulty intermittent. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced "dso" sensor and download software v5. Replaced "dso" seal, lcd lens, keypad, overlay gray, and rear label. Device passed all functional and delivery tests.

Event description:
It was reported that "cassette not attached, reattach load v5 software". Patient involvement unknown.